Manufacturer narrative:
Age at time of event: over 60. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as: 2134265-2018-05472. It was reported that the guidewire perforated a hole in the catheter. The target lesion was located in the right and left common iliac/aorta. An amplatz super stiff guidewire, zipwire hydrophilic guide wire, starter guidewire and a non-bsc wire were selected for use. During the procedure, the first 135cm rubicon¿ 35 was flushed with saline and an attempt to pass the catheter from the right common iliac over to the left common iliac was made; however the device was getting "hang-up" and the anatomy was noted to be very difficult. The catheter would not track and became difficult to remove over the zipwire hydrophilic guide wire. The rubicon and the wire were removed. A second 135cm rubicon¿ 35 was selected for use with the same zipwire and amplatz super stiff guidewire used with the first rubicon device. It was noted that the amplatz wire felt different and perforated through the middle of the catheter about three quarters down and did not come out the end hole. The rubicon was removed. A bsc bern catheter and a non-bsc catheter were also selected for use. A wire and the bern catheter were successfully used to access the superficial femoral artery. Balloon angioplasty was performed of the left superficial femoral artery. No patient complications were reported and the patient's status if fine.